Manufacturer narrative:
(B)(4). Batch # m5453y. Photo and video evaluation: two pictures and a video were provided. First picture can be seen a contour device; it appears to be showing something on the cartridge, it is not clear what is on it, but it seems to be fully fired, since the drivers are exposed and with the knife recessed below the cartridge deck. Second picture shows tissue, it can be appreciated hands squeezing the tissue. On the video provided, tissue is shown being pressed several times, excessive force is noted, a drop of blood is shown. The tissue is noted to be stressed beyond its normal condition. Based on the pictures and video alone no conclusion could be reached on how the reported event occurred. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Device evaluation: the analysis results showed that the cs40g device was received with no apparent damage with one reload loaded in the device. The reload was received fully loaded with staples, with the washer uncut and with the drivers and knife recessed below the cartridge deck. The device was tested for functionality with the returned reload and it fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the cartridge lockout were functional, and the device fired without any difficulties. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a low anterior resection procedure, surgeon is an experienced contour user. Surgeon used the device on rectum. The tissue was not so thick, the firing is smooth and easy. However, the surgeon notice there is a small hole on the stapler line (less than 1cm). The surgeon described the situation as the serosa retracted from stapler line. Surgeon opines that there is a part of the stapler which is either not stapling or the staples may have dropped from the stapler. This is the first time the surgeon encountered this incident while using contour. Surgeon then reinforced the stapler line and proceed with end to end anastomosis using a circular stapler. Surgeon also mentioned that she saw one (1) piece of staple dropped into the patient. It is unknown whether the stapler was removed, but a suction machine was used to suck off the blood and wash off before closing the patient.